Event description:
It was reported that adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026 at approximately 6:00 a.m., the patient awoke and discovered that her glucose sensor had fallen off overnight while she was sleeping. The patient was unaware of the sensor dislodgement until that time. Upon awakening, the patient began experiencing vomiting and subsequently checked her blood glucose using a meter, which displayed an unspecified ¿high¿ reading. The patient was wearing an omnipod insulin pump at the time of the event. Due to her symptoms and elevated blood glucose reading, the patient drove herself to the emergency department for evaluation. Upon arrival to the emergency department, her blood glucose meter continued to display an unspecified ¿high¿ value. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). During her hospitalization, the patient was treated with an intravenous insulin drip, and laboratory studies were obtained. The patient remained hospitalized until (B)(6) 2026, at which time she was discharged. At the time of this report, the patient stated she was feeling fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 01/26/2026. It was reported that adverse event occurred. Data was further reviewed. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 6:38 am with transmitter/wearable serial number (B)(6). The sensor session lasted 18 hours and ended due to a sensor failure due to low counts aberration on (B)(6) 2026. There were no bg calibrations attempted during the sensor session. Between 3:08 pm and 6:48 pm on (B)(6) 2026, the egvs were above 400 mg/dl, however the high glucose alert had been disabled and therefore no alert occurred. At 10:08 pm that evening brief sensor issues began to occur possibly indicating that the sensor was in the process of falling off. The root cause of the customer¿s experience was undetermined. The probable cause could not be determined. No additional patient or event information is available.